Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and a threshold alert in the past was dismissed. An x-ray was performed and it was discovered that the lead had perforated the patient's heart and was found in the epicardium. The physician was consulted for lead revision or extraction since the patient has a low pacing rate and requires monitoring. The rv lead remains implanted to date. No additional adverse patient effects were reported.